Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a "no disposable alarm" is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a "no disposable clamp tubing" alarm. Res vol, 101.7, rate 3, given 34.9. No adverse patient effects were reported by the customer.